Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Eval: the device history records were reviewed and found to be conforming; indicating the devices were manufactured, inspected and packaged to specifications.

Event description:
It is reported that the pt was revised due to dislocation.